Event description:
Patient was scheduled for a pocket revision due to hematoma at the implant site. It was also reported that the lead would not capture and no sensing was observed. During the pocket revision, it was confirmed that the lead had dislodged. As such, the lead was repositioned and reconnected to the ICD.

Manufacturer narrative:
No medwatch form was received.